Manufacturer narrative:
The infection was not device related as previously reported.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in the decision to explant. Subsequently the receiver-stimulator was explanted on (B)(6) 2017 and the electrode array was left in-situ. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The infection was not device related as previously reported.